Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse troubleshooting alert 113 (reduced water temperature control). Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33c, water temperature (wt) was 31c, flow rate (fr) was 3.9lpm. Guided to system diagnostics chiller temperature (t4) was 4.7c, mixing pump command (mpc) was 100 percentage. Advised to stop therapy and empty pads and send this arctic sun device to biomed. They would locate another device. Biomed states they had a device the nurses were having issues with. They were seeing any issues but wants to go over how to evaluate it. Biomed states when the device was on a patient, the nurses received low flow alarms. They added water to the reservoir. Later, they began receiving alarm 113. Biomed provided serial number (B)(6). Discussed filling the reservoir during therapy without emptying the pads could lead to overfilling the reservoir. If overfilled, the device would have issues with making warm water and would eventually result in alarm 113. Explained low flow was unrelated from the water level in the device and the nurses should call us to troubleshoot. Informed biomed they could do a functional check to see if the device was able to make warm water and cold water properly.

Manufacturer narrative:
The reported issue was confirmed; however, the root cause was not isolated. The instructions-for-use under baw2800227 rev 0, baw2800120 rev 0, baw2800172 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse troubleshooting alert 113 (reduced water temperature control). Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33c, water temperature (wt) was 31c, flow rate (fr) was 3.9lpm. Guided to system diagnostics chiller temperature (t4) was 4.7c, mixing pump command (mpc) was 100 percentage. Advised to stop therapy and empty pads and send this arctic sun device to biomed. They would locate another device. Biomed states they had a device the nurses were having issues with. They were seeing any issues but wants to go over how to evaluate it. Biomed states when the device was on a patient, the nurses received low flow alarms. They added water to the reservoir. Later, they began receiving alarm 113. Biomed provided serial number dybyy550. Discussed filling the reservoir during therapy without emptying the pads could lead to overfilling the reservoir. If overfilled, the device would have issues with making warm water and would eventually result in alarm 113. Explained low flow was unrelated from the water level in the device and the nurses should call us to troubleshoot. Informed biomed they could do a functional check to see if the device was able to make warm water and cold water properly.